Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
A sheathless iab was inserted with a sheath into the pt. The md was not able to advance the iab far enough to have the balloon in the correct placement. The iab was noted to have been placed properly with the new sheathless guard in the rear and with the sheath attached to the "stat guard" in the correct manner. The circulatory support team and cv surgeon felt that they needed a few more inches of catheter with the new sheathless guard in place.